Event description:
The catheter has been in place in 2004 and was working well. In 2005 while changing the dressing, the nurse noticed that the catheter was leaking at the junction of the catheter main body and the y connector. The catheter was removed and replaced without incident.